Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the patient experienced increased intraocular pressure (iop) and bleb fibrosis. Bleb reconstruction was required. Needling was performed approximately two and a half years following the device implant. Another procedure, a trabeculectomy, was also required. Additional information was requested.

Manufacturer narrative:
(B)(4).